Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four days post implant, the leadless implantable pulse generator (ipg) exhibited elevated capture threshold. The leadless ipg was programmed off and replaced with a single chamber ipg system. No patient complications have been reported as a result of this event.